Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information cannot be anticipated. This is the second of three reports from this facility. (B)(4).

Event description:
A nurse reported that multiple knives were dull and did not make a clean cut during separate cataract surgeries. In some cases, the patient received a suture to close the incision site instead of glue as normal. Additional information is confirmed to be unavailable.